Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified vessel. A 7.0 x 40 40cm mustang balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with different size mustang balloon catheter. No patient complications were reported and the patient's status was stable.